Manufacturer narrative:
B5 updated with additional information received h3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield pushwire was returned outside the phenom 27 catheter. However, the braid was returned stuck within catheter hub. Damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the distal end of pipeline flex shield braid was found to be fully opened and damaged. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that the braid was not positioned in the vessel bend, which eliminates this factor out as potential causes. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. It was reported that the pipeline was resheathed more than 2 times. It's possible that the severe vessel tortuosity may have contributed to the reported issue. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance during delivery of the pipeline. There was no damage initially observed to the pipeline, however, braid deformation was noted after it was retrieved. The cause of the pipeline failure to open was not determined. It was noted the pipeline pushwire was not advancing during deployment of the stent. The procedure was ended and rescheduled for a couple weeks later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (ica) cavernous segment unruptured saccular aneurysm. The aneurysm was a very large, wide-neck aneurysm with a max diameter was 13.1mm and 9.9mm aneurysm neck. It was noted the patient vessel was a dysplastic vessel and patient vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared per the instructions for use (IFU). The catheter delivery system was navigated to the treatment location with the guidewire. The pipeline was flushed and delivered to the intended location. When less than 50% of the pipeline stent was deployed, the distal end was not opening properly. The pipeline was deployed a bit more but still did not open. The pipeline was not positioned in a bend. It was resheathed and deployed again but still did not open; the pipeline was resheathed more than 2 times. It was noted that every time the distal pipeline was deployed, the first few millimeters opened but then after a very short distance, it was very tight so the tip appeared flared. No additional steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter and was not implanted. There were no patient symptoms or complications associated with the event. However, it was noted that post-operative angiographic results were the same as pre-operative angiography as the device was not implanted. Ancillary devices: traxcess guidewire, neuron max sheath, navien catheter (rfxa058-115-08, lot: d019957), phenom 27 microcatheter (f g15150-0615-1s, lot: 231339802).